Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device wil be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that there was a crack in of the luer of the reservoir that allowed insulin to leak from the reservoir and into the insulin pump. Nothing further was reported.